Manufacturer narrative:
Reportable as this would delay intubation and therapy on infant patient.

Event description:
Product not consistently holding pressure.

Manufacturer narrative:
Reportable as this would delay intubation and therapy on infant patient. Product not returned and complaint could not be confirmed. Complaint history reviewed for product with one related complaint ((B)(4)) and four unrelated complaints for masks/pop-off. Ra: RMA-20020 contains risk assessment for oxygen delivery concern.

Event description:
Product not consistently holding pressure.